Manufacturer narrative:
The customer reported that the system vitrectomy cutter was weak and the laser aiming beam was not working. The reported event occurred during surgery with no harm to the patient. The procedure was completed using a different vitrectomy probe after a significant delay. The company representative examined the system and was not able to replicate the reported event. Unrelated to the report event, the company representative replaced a power module battery. The system was then tested and met all product specifications. The system was manufactured on october 31, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Actions taken. (B)(4).

Event description:
A customer reported that a vitreous cutter did not work during a procedure. The procedure was completed. There was no patient harm.